Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32005. It was reported the patient's leads had migrated. X-rays confirmed lead migration. Surgical intervention was undertaken on (B)(6) 2020 where it was found that both of the patient's leads were originally implanted at the incorrect level. Existing leads were revised and placed at correct level. Therapy was restored post-surgery.